Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been previously inappropriately shocked by the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response (rvr). The right atrial (ra) lead was undersensing, and the right ventricular (rv) lead is suspected of loss of capture. Atrial sensitivity has been adjusted previously. The device and leads remain in use. No further patient complications have been reported as a result of this event.